Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely physical stress was applied to the insertion section while the user was handling the device, which damaged the charge-coupled device (ccd) unit, and resulted in the displayed error message (e215)/loss of image. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found breakage of the image sensor, due to this damage of the charged-coupled device, the image disappeared during angulation in the up direction. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had an e216 error code when using angulation. The issue was found during reprocessing. There were no reports of patient harm.